Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose value. Customer¿s blood glucose value at time of incident was 50 mg/dl and current blood glucose value was 300 mg/dl. Customer treated with glucose tablets. The drive support cap appeared normal. Customer did not allege that the pump was over delivering. Insulin pump will not be returned for analysis.